Event description:
Patient was fresh post-op for a minor procedure. Patient had been monitored in the or, operating room with a "bi-flow" nasal cannula - monitored for end-tidal co2, carbon dioxide.patient was receiving intermittent IV, intravenous, antibiotics. When nurse was starting IV, nurse nearly connected IV tubing port to female connection on bi-flow nasal cannula. The nurse realized that this was not the correct connection and did not connect. Nurse reported this as a "near miss" in hope of preventing similar events. Potential for patient morbidity /mortality is related to aspiration of IV fluid.